Event description:
The customer stated, he was treated by the paramedics due to low blood glucose and the reading was below 30 mg/dl. After treatment the customer was experiencing high blood glucose readings as high as 534 mg/dl. The customer refused to troubleshoot the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been reported.